Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus wireless tfl laser footswitch did not connect with the laser machine any more. The issue was found at the beginning of the transurethral resection of the bladder (turb). There was a five minute delay in the procedure while a replacement wired pedal was obtained. The procedure was completed with the pedal with the cable. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.